Event description:
User responded to full arrest situation. Resusciator. Was stored in cam kit in a compressed condition. When removed for use, the body of the resuscitator would not return to its original shape. A second resuscitatior was used instead. Resuscitation efforts were unsuccessful.